Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient now sitting in urine. Customer has been on the phone with liberator 26 times with no results. Very, very upset because he cannot get any answers from liberator or purewick. They told them the supervisor would call back but never did. Had called everyday since last 06jan2026. Customer was tired of changing sheets, washing linens and patient had urinary tract infection from not draining properly according to customer.it was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: b, d, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was tired of changing sheets, washing linens and according to customer patient had urinary tract infection from not draining properly. It was unknown what medical intervention was provided for urinary tract infection.